Manufacturer narrative:
Pressure transducer error was reported for the ventilator. The ventilator was investigated on site by our field service engineer. The error logs were downloaded from which the pressure transducer error could be verified . The expiratory channel pcb was replaced which solved the issue. Configuration and sw was reloaded. Pre-use check was performed and the ventilator passed all functional and safety tests per factory specifications. Despite several reminders, we didn't receive device logs and no part returned for investigation. Therefore, no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had a pressure transducer issue. There was no patient harm reported. Manufacturer's ref. #: (B)(4).